Event description:
(B)(4). At first it started with a sharp pain in my left side 1 week after placement. Then I started getting extremely sharp pains in my left side during ovulation. I started having mood swings that I had never had before. I started feeling very exhausted. I had my thyroid levels and other lab work done which came back normal. My hair started falling out. I got a rash on my left shoulder and right hand. My scalp started peeling and my scalp became very dry. I started getting blisters and sores on my scalp. I became dizzy and nauseous and had to start taking iron daily. My periods went from being every 28 days, light, to heavy with large clots. My periods started to come more often and by (B)(6) 2014 I was bleeding for 5 days, stop for 3-5 days, and then start bleeding again. In (B)(6) 2015 I was bleeding constantly, flooding down my legs. I get dizzy, have tingling in my hands and feet, exhausted all the time, can't exercise because it makes me bleed, itchy skin, heart palpitations, hot flashes, trouble sleeping, irritable, pain during intercourse.

Event description:
#Medwatcher #followup1 #fdamw5041326 #(B)(4). The lot number for my essure is lot#b26273. I am scheduled to have a full hysterectomy on (B)(6), 2015 taking uterus, cervix and fallopian tubes.

Event description:
(B)(4). On (B)(6) 2015 I had a total hysterectomy with bilateral salpingectomy, leaving ovaries. Since my surgery I have not had any bleeding problems. All of my previous complications have gone away. I am no longer taking iron supplements. I have lost over (B)(6) lbs in four months and I am able to start exercising again.